Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii was broken near the plastic coating. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly, the seal and the anchor tab were inside of the delivery tube. The seal was cracked along the second row from the outer edge. The green slide lock and the wire plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).